Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer's pump case fell multiple times causing the infusion set to pull out. There was no impact to the customer's blood glucose. The customer inserted a new infusion set and resumed insulin delivery.